Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent pain at the ipg site regardless of stimulation being on or off. The patient alleges discomfort (described by the patient as a burning sensation) the issue is present when lying on her side; in addition, the ipg feels closer to the skin surface. Subsequently, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.

Event description:
Follow-up identified during the previous surgery, the physician implanted the replacement ipg deeper to further address the issue.